Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the there were air bubbles at the top of the reservoir. The blood glucose was 75 mg/dl at the time of the incident. The customer had high blood glucose at the some point due to air bubbles. The blood glucose was almost 300 mg/dl. Customer has used two different insulin pens so the insulin should not be the cause of air bubbles. The device will not be returned for analysis.